Event description:
It was reported that the device was implanted and explanted in 2007, due to mitral regurgitation. In 2008, per surgeon, the device was discarded.

Manufacturer narrative:
Device not returned.